Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The moving head broke off the long-shaped part of the three brushes [device breakage] no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she purchased a pack of oral-b power oral care refills precision clean 5 days ago. The consumer reported that the moving head broke off the long-shaped part of the three brushes after only brushing a few times with them. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.